Event description:
The customer reported that they got a "cannot analyze" ECG message with a "hands off" icon during a pt event. The involved pt died. The paramedic stated that the device behavior did not impact the pt outcome.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.